Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry experienced a dislocation on (B)(6) 2024. The patient was three months postoperative when the shoulder dislocated. The patient's spouse reduced the dislocation. The patient reported no aching or pain. The patient was seen by the physician on (B)(6) 2024. This event was initially indicated as probably related to the univers revers apex devices implanted on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.